Manufacturer narrative:
It was indicated by the customer that the sensor used for this event was discarded and the sensor lot info was not available. If new info is obtained, a f/u report will be submitted.

Event description:
Customer reported that "the customer's description was: sp02 intermittent other probes and cables tried but still intermittent." Additionally, "those items are disposable and more than likely the field engineer just replaced them. So there is no product to be returned." No pt involvement.